Event description:
On initial contact, dentist reported handpiece overheating and burned patient. Dentist noted a quarter size burn on tongue after procedure to remove amalgam from lower second molar. Dentist checked on patient next day. Dentist noted he did not lubricate attachments nor do anything for maintenance. After the procedure, dentist advised he ran the handpiece for a short time (10-15 seconds) and then put it on the inside of his own wrist, causing a burn there.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Rust was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original manufacturing specifications. Tests after repair showed no overheating.